Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
(B)(4). Event took place in the united states. It was reported that, the patient faced two infusion sets cannula kinked events. One of them occurred on (B)(6) 2025 and the second one occurred on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient's blood glucose (bg) level was reported to be upto 403mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.